Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge increased from 90 to 95 units without a new cartridge being loaded. Although requested by tandem technical support, the customer declined to upload the pump data logs. Reportedly, the reported issue was resolved after a supply change was performed. There was no adverse impact to the customer's blood glucose level due to the reported event.